Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Post-paced t-wave oversensing was observed on the ventricular channel on a real-time egm. Programming changes were made. No affect on the patient post-event.

Event description:
New information received indicated that additional t-wave oversensing episodes were observed. Programming changes were recommended and were not taken. A defibrillation threshold test was also recommended.